Event description:
The customer reported bloody fluid leak from the coulter lh 750 hematology analyzer while running samples. The customer stated that the volume of the leak was unknown. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found that needle bellows was draining slowly and there was insufficient vacuum at the bellows drain port. To resolve the leak issue, the fse found and replaced y-fitting (fy16-b) that was cracked which causing vacuum leak to feed through fittings ff75 and ff77. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).